Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within multiple cartridges, as customer was unable to remove all the air prior to filling cartridges. Customer changed cartridge to address the issue. Customer¿s blood glucose level was 145 mg/dl.